Manufacturer narrative:
Per tandem user guide: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing cartridges every other time he changes infusion sets and using infusion sets longer than recommended by hcp. Customer was informed that cartridges and infusion sets should be changed out every 48-72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 158 mg/dl at time of report.